Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears and acknowledged the instructions.